Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent issue. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace on the day of the event, no abnormalities were observed. For the month of (B)(6) 2024, the alarm trace showed 14 sample short alarms, 11 sample clot alarms, and 51 sample foam alarms. Camera images from the analyzer showed contamination on the gripper wheels. Many samples showed issues like film, foam, particles, or bubbles. The affected sample showed abnormalities on the tube wall. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The customer observed gel microparticles on the wall of the sample tube. The sample initially resulted in a troponin t value of 112.00 ng/l and it repeated as 13.1 ng/l. The sample was repeated on a second analyzer, resulting in a value of 12.3 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.